Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Microscopic and tactile inspection were done on the distal tip, distal shaft hypotube and collar and noted that the distal tip was damaged. Numerous kinks were also noted on the hypotube and in the distal shaft. A small tear was also noted on the collar. The inner diameter of the device measured at the distal tip was within specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Inspection of the remainder of the device, apart from the observed damage, observed no other damage or irregularities. The interventional device used in the procedure was not returned with the complaint device. A coyote balloon catheter was used for functional testing. The coyote device was inserted into the collar of the guidezilla with success and advanced 23cm into the distal shaft, then stopped due to a kink in the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-sept-2016. It was reported that an interventional device could not pass through the guidezilla guide extension catheter. The target lesion was located in a coronary artery. A guidezilla guide extension catheter was used. During procedure, a non bsc balloon catheter was unable to pass through this device. Subsequently, the non bsc balloon catheter was severely deformed. The procedure was then completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed a small tear in the collar.